Event description:
It was reported that the patient had his spectra device replaced with another spectra device following erosion. No further patient complications were reported in relation with this event.

Manufacturer narrative:
The explanted spectra cylinders were returned for evaluation - the analysis results indicate both cylinders were fully functional. One cylinder had approximately 1.3 cm of the rear tip cut off and returned. The circumstances surrounding the cut cylinder are unknown.